Event description:
Adverse event(s): "case was delayed 15 minutes" (surgical procedure, delayed). Product problem(s): "a system message displayed during surgery" (device displays error message). The pharmacist reported a system message displayed during surgery. The case was delayed 15 minutes while the system was switched out. The case was completed as planned. No patient injury was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B) (4). (B) (4). (B) (4).